Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device and no non-conformances/ manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient had laparoscopic tension-free repair of left inguinal hernia on (B)(6) 2020 an the suture was used. During suturing, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported.